Event description:
During a literature review, ("frequency, risk factors, and management of perigraft seroma after open abdominal aortic aneurysm repair," journal of vascular surgery, (B)(6) 2011, authors: ajith k. Kadakol, md, timothy j. Nypaver, md, judith c. Lin, md, mitchell r. Weaver, md, joseph l. Karam, md, daniel j. Reddy, md, georges k. Haddad, md, and alexander d. Shepard, md), a study reported on a pt who required an intervention to address a perigraft seroma (pgs) complication related to the implantation of a gore-tex stretch vascular graft. As reported, the pt had persistent abdominal pain and constipation from an 11.0-cm pgs, underwent an unsuccessful CT-guided drainage followed by exploration and evacuation of the seroma and partial excision of the graft leading to resolution of the seroma.